Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they were provided with either juice, sugar, and/or food by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a ¿check again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they were provided with either juice, sugar, and/or food by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, indicating that the puck was unsuccessfully applied and terminated off the body. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. Therefore, issue is not confirmed. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the #1 follow up report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they were provided with either juice, sugar, and/or food by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor not being properly inserted. Extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, indicating that the puck was unsuccessfully applied and terminated off the body. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.